Event description:
Event description boston scientific received information that this ventricular lead triggered the device lead safety switch feature. The patient experienced asystole during threshold testing in bipolar configuration.